Event description:
A home patient contacted baxter's technical service center regarding air in the patient line. Reportedly the home patient connected during primming and there was air in the patient line. Reportedly baxter's technical service center told the home patient to end early as the home patient was in initial drain and having problems draining. Baxter's technical service center told the home patient to contact the registered nurse regarding being connected during priming. The operational service representative told the home patient not to connect until the home choice machine says connect yourself and check patient line, provided the patient is fully primed. The home patient will start over with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.